Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message after filling the cartridge with 150 units. Customer stated blood glucose level was not affected. The customer was able to successfully load a new cartridge onto the pump and received an accurate fill estimate.